Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the motor was running continuously. The repair technician reported the contact plate was cracked, the membrane vent was damaged, the top of the motor showed evidence of water damage, and the motor ran continuously in the forward speed. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new lot 006286), membrane vent, contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The exact date when the issue began is unknown. However, the issue was discovered on (B)(6) 2015 during testing. Additional product codes for this device include gxl. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device as ¿inoperable: runs continuously.¿ the previous service condition of ¿motor failure¿ is relevant to the current complained issue. The manufacture date of this item was july 24, 2013. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor of a hand piece for battery powered driver runs continuously when the battery is attached. The issue was discovered during a routine equipment check with no patient or procedural involvement. This report is 1 of 1 for (B)(4).